Event description:
Customer alleged a blood glucose value of 580 mg/dl on the advantage system accompanied by symptoms of hypoglycemia. The customer's wife took him to the emergency room where his blood glucose value was 41 mg/dl as measured by the laboratory, 30 minutes after the customer's test on the advantage system. The customer reported being treated with a candy bar and an IV of unk contents. The customer stated that he felt better in approximately 3 hours and was allowed to go home. The suspect product is unavailable for return; replacement product was sent.